Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The manufacturer¿s representative (rep) reported the patient who was implanted for spinal pain had a rash but it was unknown where the rash was. It was also reported the patient explanted the device themselves. The rep. Wasn¿t clear if the patient pulled the device out of the pocket on their own. The rep. Further reported the patient didn¿t explant the device on their own. The patient was having issues charging the implantable neurostimulator (ins) because the area was painful. The issue was the incision didn¿t heal and the ins was protruding from the pocket so when the patient was seen in the clinic they were sent to the emergency room. It was noted there was no apparent infection of the pocket. The rep. Also reported she didn¿t see any rash on the patient¿s skin. The incision was pink and some areas looked a little raw. The patient was admitted to the hospital and the system was explanted. It was unknown if the patient would be considered for a new system as the patient lived in a shelter and insurance may be an issue. The rep. Hadn¿t seen the patient since explant.